Event description:
User receiving high results for bicarbonate for six patient samples. One estimation of results was provided. Initial result 36 mmol/l, repeat 25 or 24 mmol/l. No erroneous results were released. The field service representative determined the reagent 1 tubing was broken and replaced the tubing.